Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2015-00010. The manufacturer report number for the second product in this case is 2214133-2015-00011. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2015-00010. The manufacturer report number for the second product in this case is 2214133-2015-00011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a (B)(6)-year-old male consumer reporting on self from the united states. The medical history included epilepsy and seizures. The concomitant medications included darvocet (acetaminophen and propoxyphene) 1500 milliliters (ml) per day and dilantin (phenytoin) 100ml, four times per day, both drugs for seizures and epilepsy and lortab (acetaminophen and hydrocodone) 7.25 (sic) for pain. His reported weight was (B)(6) kilograms. The other history included cigarette smoking. On (B)(6)-2015, the consumer used johnson and johnson band-aid brand of first aid products rolled gauze (lot number and expiration date unspecified), one gauze pad per use, three times per day along with johnson and johnson band aid brand first aid tape unspecified (lot number 7444a-inv and expiration date unspecified) one tape per use, three times a day, both applied cutaneously, to protect a stubbed toe. After nine days of wearing the pad and the tape, his toe was infected and turned black. On an unspecified date, he consulted a physician. The doctor stated that the gauze and the tape caused the infection. On unspecified dates, he was hospitalized for the toe amputation. On (B)(6)-2015, his toe was amputated by his doctor to treat the infection. He mentioned that he still used the gauze after the toe was amputated. After twenty three days, he discontinued the use of both devices. He also reported that he could not find the lot number on the box of johnson and johnson band-aid brand of first aid products rolled gauze. On an unspecified date, he had seen a healthcare professional and was told that he had a very good condition and to keep the affected area exposed to air. The events did not resolve. The analysis of product and category trend for both devices will be managed through a monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (hospitalization) and the company causality was assessed as related. Additional information was received on 23-mar-2015. The dose of johnson and johnson band aid brand first aid tape unspecified was updated from one tape per use, three times a day to whole tape per use, wrapped all the way around. An invalid lot number was reported for johnson and johnson band aid brand first aid tape unspecified; hence, no additional investigation can be performed at this time. Complaint closed with a disposition of undetermined. This report remains serious.

Event description:
This spontaneous report was received on (B)(6) 2015 from a (B)(6)-year-old male consumer reporting on self from the united states. The medical history included epilepsy and seizures. The concomitant medications included darvocet (acetaminophen and propoxyphene) 1500 milliliters (ml) per day and dilantin (phenytoin) 100ml, four times per day, both drugs for seizures and epilepsy and lortab (acetaminophen and hydrocodone) 7.25 (sic) for pain. His reported weight was 109 kilograms. The other history included cigarette smoking. On (B)(6) 2015, the consumer used johnson and johnson band-aid brand of first aid products rolled gauze (lot number and expiration date unspecified), one gauze pad per use, three times per day along with johnson and johnson band aid brand first aid tape unspecified (lot number 7444a-inv and expiration date unspecified) one tape per use, three times a day, both applied cutaneously, to protect a stubbed toe. After nine days of wearing the pad and the tape, his toe was infected and turned black. On an unspecified date, he consulted a physician. The doctor stated that the gauze and the tape caused the infection. On unspecified dates, he was hospitalized for the toe amputation. On (B)(6) 2015, his toe was amputated by his doctor to treat the infection. He mentioned that he still used the gauze after the toe was amputated. After twenty three days, he discontinued the use of both devices. He also reported that he could not find the lot number on the box of johnson and johnson band-aid brand of first aid products rolled gauze. On an unspecified date, he had seen a healthcare professional and was told that he had a very good condition and to keep the affected area exposed to air. The actual number of devices used in unclear. Report for one product is being submitted until further information can be obtained from the consumer on the actual number of devices used. The events did not resolve. The analysis of product and category trend for both devices will be managed through a monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (hospitalization) and the company causality was assessed as related.